Manufacturer narrative:
A field service engineer (fse) followed up with the customer over the phone to address the reported event. Fse confirmed the complaint while troubleshooting with the customer. The fse instructed the customer to observe for any obstructions and none were noted. The customer stated while calibrating, the first rack went through, but the error occurred when the second rack went through, possibly due to a damage sample rack. The fse also instructed the customer to remove the front cover of the sample loader and blow canned air onto the sensor (s071) and x-axis pitch detection sensor. The customer loaded the sample rack to ensure motion and the sample rack appeared to be lifted while going through the loader. The customer took another rack, manually loaded the rack, pushed it through, and the rack smoothly moved into the correct position. The rack was loaded again with push start method to let the sample loader load the rack and it was within specifications. The customer validated the analyzer by successfully loading patient samples without issues. No further action is required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 09sep2024 through aware date 09oct2025. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2302) s.rack not moved completely cause: the rack feed sensor s072 failed to go off when step (x1) feed took place. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s072, the step feed position, and the step feed mechanism. The most probable cause of the reported event was due to a faulty sample rack.

Event description:
A customer reported error message ¿2302 s.rack not moved completely¿ while running calibration on the aia-900 analyzer. The customer stated the analyzer process one and a half racks before the error occurred, the customer attempted multiple all-set-home resets; however, the issue persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.